Event description:
Boston scientific received information that the patient implanted with this pacemaker and right atrial (ra) lead presented for a routine in-clinic follow up with complaint of shortness of breath (sob) with excertion. It was reported that the patient had a history of atrial fibrillation (af) that was resolved with medication management. Boston scientific technical services (ts) discussed programming options for optimization of sensors. Additionally, it was reported that noise and high ra pacing impedance measurements were observed. A lead fracture was observed. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.